Event description:
This case was reported by a consumer and described the occurrence of congestive heart failure in a pt who used polident (polident overnight denture cleanser tablets) to clean their dentures. The consumer initially called to report their non-serious events with polident for partials. A physician or other health care professional has not verified this report. The pt's past medical history included osteoarthritis and a family history of congestive heart failure. Approx 20 years ago, the pt started using polident overnight (dental) and was hospitalized and diagnosed with congestive heart failure. They were hospitalized eight more times during the 20-year period that they used polident. They continue to use polident.